Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The healthcare facility reportedly replaced the expiratory cassette. The replaced part was not returned for investigation. No ventilator logs were provided. Since the replaced part was not returned for investigation, the root cause of the event has not been determined. 4117.